Event description:
It was reported that the patient experienced a shocking or jolting sensation that felt like a rod stuck up her vaginal area. The patient had to turn off stimulation, and it appeared that stimulation may have been set too high. The patient later turned stimulation back on and slowly increased it to her comfort level. Additional information has been requested, but was not available as of the date of this report.